Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient height: 7,76 m. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the step of the retraction of the angio-seal system, the doctor felt no resistance of the anchor, and the system completely pulled out of the vessel. It seemed that there was no anchor or suture in the system. After an intervention, the doctor performed an angiogram, to check the suitability of the puncture site from a vcd; and it could be placed without any problems. The doctor started with manual compression immediately and for a longer period. However, he was not able to stop the bleeding. The patient had to be treated by a vascular surgeon to stop the bleeding.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide a correction. In follow up no. 2 was inadvertently reported with conclusion code: 4315; however, the correction conclusion code 4310 has been provided.

Manufacturer narrative:
One 6fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be mated with the carrier tube assembly. The deployment sleeve was returned in the forward lock position with the released anchor visible at the distal tip of the hemostasis sheath. No other visual anomalies were noted with the returned device. Functional testing was performed, and the device cap was manually pulled back to the rear lock position and the anchor posted against the sheath. The digital force was then applied to the anchor and the suture unspooled as intended with collagen; however, the tamper tube did not exit from the sheath. No other functional anomalies were noted with the device. The device was dissected to discover the cause of obstruction. The carrier tube was cut, and the presence of the tamper tube was confirmed. No other visual anomalies were noted. The tamper tube was dimensionally measured and found to be: outer diameter of the tamper tube = 0.059"; inner diameter of the tamper tube =0.024'', all measurements were found to be within manufacturing specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that that the device pulled out without encountering any resistance in situ due to subcutaneous deployment; it is likely that either the device was deployed subcutaneously, or the anchor posted prematurely. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on june 7, 2019. The patient does not have a history of a bleeding disorder. The patient was not on daily blood thinning medication. There were not multiple sticks performed to gain arterial access and the posterior wall of the artery was not punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The type of bleed was a retroperitoneal bleeding requiring surgical decompression. The patient survived and is stable. The surgical procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1. Additional information has been provided.